Event description:
Revision op report on (B)(6) 2023 diagnosis: polyethylene of right knee prosthesis there is very significant synovitis in the medial gutter and the lateral gutter proximal of the patellofemoral joint and anterior to the medial joint and anterior to the lateral joint line. It had a very hypertrophic appearance. The polyethylene component came out. It was very worn both medially and laterally. The patient was transferred to gurney and taken to the recovery room. There is no other information available.

Manufacturer narrative:
D10. Concomitants: 02-010-03-0340 - logic cr femoral cem, right, sz 4, sn 5726275 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, sn (B)(6) - three peg patella 32mm, sn (B)(6). H3- pending investigation. No other information available. H11. Correction ¿ f10 should be blank.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear and prosthesis fracture. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause for the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2019 and subsequently began experiencing swelling and pain in the operative knee. The patient's symptoms continued for an additional 3.5 years. The patient followed up with his orthopedic surgeon and had radiographs taken, which revealed asymmetric polyethylene wear. CT was then performed to ensure the implant was not metal on metal. The patient scheduled for a revision and taken to the operating room. Exposure was made through the existing tka incision. Extensive amounts of synovitis could be observed in all compartments of the knee. Polyethene debris could be observed floating freely within the joint. Polyethylene liner was removed. Polyethylene liner had near completely worn off the posterior medial edge and oxidization could be seen on the polyethene liner. Major synovectomy was performed. A new poly was placed in the tibial tray and the patient's wound was closed. All fragments, parts or pieces were removed by the surgeon. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear and prosthesis fracture. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. H6: corrected health effect, component, and investigation clinical codes.